Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction procedure performed on (B)(6) 2016. According to the complainant, during implantation of the right side of the uphold lite device, the suture broke and was retrieved through a hemostat. The procedure was completed without patient complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was implanted during a pelvic floor reconstruction procedure performed on (B)(6) 2016. According to the complainant, during implantation of the right side of the uphold lite device, the suture broke and was retrieved through a hemostat. The procedure was completed without patient complications. The patient's condition at the conclusion of the procedure was reported to be fine. On (B)(6) 2016, the patient experienced pain in the upper buttocks area with a relationship to the apical vaginal compartment. No treatment was given and the event resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the procedure, possibly related to the device, and possibly related to the delivery device. On (B)(6) 2017, the patient experienced a lower urinary tract infection with a relationship to the anterior vaginal compartment. She was treated with macrobid and the event was resolved on (B)(6) 2017. The investigator assessed the event as moderate in severity, pelvic floor related, possibly related to the procedure, possibly related to the device, and not related to the delivery device. On (B)(6) 2018, the patient experienced spontaneous, suprapubic pelvic pain possibly related to muscle spasm. She was advised to do pelvic exercised and the event was resolved on (B)(6) 2018. The investigator assessed the event as mild in severity, pelvic floor related, possibly related to the procedure, possibly related to the device, and not related to the delivery device.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Blocks f10 and h6: patient code 2120 captures the reportable event of lower urinary tract infection. Device code 2907 captures the reportable event of dart detachment. Block g3: study name: u8090 uphold lite. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block b5 updated based on the additional information received.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a pelvic floor reconstruction procedure performed on (B)(6) 2016. According to the complainant, during implantation of the right side of the uphold lite device, the suture broke and was retrieved through a hemostat. The procedure was completed without patient complications. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on april 17, 2017 with bsc aware date of (B)(6) 2017: on (B)(6) 2016, the patient experienced pain in the upper buttocks area. No treatment was given and the event resolved on (B)(6) 2016. On (B)(6) 2017, the patient experienced a urinary tract infection. She was treated with macrobid and the event resolved on (B)(6) 2017.